Event description:
The reporter stated, that the luer disconnected from the tubing on the arterial line. There was no pt injury or treatment associated with this event. Smiths medical international reported this event to smiths medical international.

Manufacturer narrative:
The subassembly in question is a561 and is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international in a foreign country. The finished product is further assembled, packaged and sterilized by smiths medical international. There were no issues present in the device history record. Visual examination confirmed the female luer lock detached from the tubing. Examination of the solvent ring indicated that the tubing had been fully seated in the connector. No root cause for the separation could be determined. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored for trend. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.